Manufacturer narrative:
(B)(4). Date sent: 9/29/2020. Investigation summary: the analysis results found that the harh23 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.

Manufacturer narrative:
(B)(4). Batch # u93x4a. Additional information was requested and the following was obtained: no patient consequence because the nurses discovered the incident at the opening of the package. Another clamp was used a manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, when opening the package, it was discovered that it was fractured, compromising the sterility of the device. The device was not used on the patient, and a different clamp was used to complete the case instead. There were no patient consequences.